Event description:
It was reported there had been a loss of stimulation therapy control subsequent to a motor vehicle accident; the product stopped working the next day and the patient soon experienced a return of shaking (tremor), symptoms in the left-hand. There had been acceptable product performance from the pulse generator prior to the mva. Diagnostic interrogation of the system by the field staff with the hcp in 2008, determined that the pulse generator was non-functional; telemetry could not be obtained using any programmer. An open circuit was suspected and the pulse generator and extension products were replaced. Additional information has been requested from the physician.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.